Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct of a patient. According to the complainant, during the procedure, the advanix stent got stuck on the delivery system and the delivery system broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay". This event has been deemed a reportable event based on the investigation results; stent kinked, broken, and deformed. The event of guide catheter break has been submitted as part of the asr process.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). A visual evaluation found that the stent was loaded on the detached guide catheter. The stent was partially torn at 9.2cm from distal end and was kinked in several locations throughout. The proximal tip of the stent was deformed from being crushed against the distal tip of the push catheter. The guide catheter was kinked and bent in several locations, and was stretched at the proximal end. A functional evaluation for stent deployment could not be performed due to the returned condition of the device. Based on the product analysis, it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend/coil leading to bends and kinks in the device. With the stent and catheters bound by bends and kinks, the device could become unable to deploy the stent. Force to deploy the stent could cause stretching in the guide catheter and eventually detaching of the guide catheter. The stent was likely torn during attempts to deploy the stent. Therefore, ¿operational context¿ is selected for the most probable root cause for the complaint.